Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: after the procedure. It was reported via trial on (B) (6) 2008, the pt underwent stenting in the predilated distal right coronary artery (rca) with one xience v stent, the predilated right posterior descending artery (rpda) with one xience v stent, and the predilated proximal second diagonal artery with one xience v stent. On (B) (6) 2010, the pt experienced angina and a positive functional ischemia study. The pt underwent revascularization for in-stent restenosis in the rca via percutaneous coronary intervention balloon angioplasty for in-stent restenosis in the rpda. The pt's clopidogrel was changed to prasugrel on (B) (6) 2010. The pt's condition resolved and was discharged on (B) (6) 2010. There was no adverse pt sequela. There was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Angina, ischemia and stenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The xience v (part 1009539-28, lot 8041841), is being filed under this MFR#.